Manufacturer narrative:
The glidescope core 2m quickconnect cable cable used during the reported incident was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported image issue. When connected to verathon's test equipment, no dark image was observed. Furthermore, no physical damage was noted. The customer's glidescope core 2m quickconnect cable passed verathon's device functionality testing. Neither the monitor nor the laryngoscope used with the cable during the reported event were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the cable was scrapped due to the customer already being provided a replacement. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core 2m quickconnect cable, the screen went dark. No delay in the procedure, use of a backup device, or harm to the patient was reported.